Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label of bd¿ posiflush were unable to scan.

Manufacturer narrative:
Correction: describe event or problem: it was reported that labels of bd¿ posiflush were unable to scan. In the previously submitted MDR, sections were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date device manufacture date.

Event description:
It was reported that labels of bd¿ posiflush were unable to scan.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that label of bd¿ posiflush were unable to scan, affecting (B)(4) units. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. There was no documentation of issues for the complaint of batch #8261715 during this production run. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that label of bd¿ posiflush were unable to scan, affecting (B)(4) units.

Event description:
It was reported that label of bd¿ posiflush were unable to scan.

Manufacturer narrative:
Date of event: (B)(6) 2018. Medical device lot # 8261715; medical device expiration date: 2021-08-31; device manufacture date: 2018-09-18.